Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators light emitting diode (led) went off and the oxygen concentration was 93% when the setting was 100%. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 27jun2019. Date received by manufacturer: 14jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to the air flow sensor (u1) component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR :23apr2019. Information was received that the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay and flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.